Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-00392, 0002648920-2018-00047, 0001822565-2018-00394, 0001822565-2018-00395. Concomitant medical products: 00784800200 modular neck k 12/14 neck taper use with +0 heads only lot 61218348, 00801803202 femoral head sterile product do not resterilize 12/14 taper lot 61426909, 65620005422 shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating lot 61330651, 00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot 61365043. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that a patient underwent a left initial total hip arthroplasty due to degenerative arthritis. Subsequently, the patient is experiencing severe pain in the groin and tibial area. The patient has been doing ongoing treatment for this pain with multiple procedures and is refusing a revision procedure. No further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this event will be reported on MFR number: 1822565-2011-02059-1.